Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The data was provided and reviewed, confirming the reported complaint, as there was no data stored in the data log. However, a root cause cannot be determined.

Event description:
Clinic contacted dexcom technical support on behalf of the patient on (B)(6) 2015, to report that on (B)(6) 2015, the patient's receiver was not storing data. No additional event or patient information is available.